Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed leakages from the bending section rubber and the lens, a pinhole in the bending section rubber, and cracks of the adhesives on the rubber. The manufacturing record of the subject device was reviewed without irregularity related to this event. The cause of the damage could not be determined, but a strong physical stress may cause the damage. Based on the past similar cases, it is known that a strong stress was applied by the interference with the trocar. The operation manual has already warned ¿never angulate the bending section if it is inside a trocar tube. The bending section may be damaged.¿ ¿ when moving and/or rotating the bending section, confirm the indexes of insertion length. If the bending section contacts at the edge of the trocar tube, damage to the bending section may result.¿ the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during unspecified laparoscopic surgery the facility noticed that the bending section rubber of the subject device torn when they inserted/withdrew it into/from a trocar. The facility reported that they could not smoothly insert/withdraw it into/from the trocar before the malfunction. The facility reportedly replaced the subject device with another scope and completed the procedure. There was no report of patient injury associated with this report.